Event description:
On may 13, 1997, nellcor puritan bennett received stating that one of their monitors, during a routine simulation, when the reset button is pushed the unit restarts the self-test. MFR investigation determined that the reset switch was defective and was causing the issue that the customer described. The defective reset switch is not considered a reportable event, however during the final test co discovered the calibrated respiratory detect level was not calibrated correctly when the monitor was manufactured. This caused the monitor respiratory channel to be more sensitive than specification. No patient was injured as a result of this calibration issue.